Manufacturer narrative:
The lens was returned adhered to a piece of tape inside a sealed peel pouch. Blood, solution, and adhesive is dried on the lens. Both haptics are broken/cut from the haptic/optic junction area. The optic is cut into three piece. The damage observed is typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported patient dissatisfaction could not be determined. The specific issue with the lens was not provided. A malfunction has not been indicated. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. (B)(4).

Event description:
A customer reported that seven months after an intraocular lens was implanted, it was exchanged for another lens, power, and model due to the patient being unhappy. Additional information received states the patient was unhappy with the multifocal lens and wanted to go with distance in both eyes.